Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose level of 45-51 mg/dl. The customer addressed bg level with juice prior to the ER visit. Customer was observed in the ER, and additional treatment was not received while the customer was in the ER. The customer was released from the ER the same day with no permanent damage. The cause for the reported issue was unknown. The customer alleged the pump delivered more insulin than intended. The customer declined further troubleshooting, therefore, a root cause could not be determined.